Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the spring coil could not be detached. The patient was undergoing surgery for treatment of a saccular, unruptured right cavernous sinus segmental aneurysm with a max diameter of 13.28mm and a 5.68mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that after the delivery of the spring coil qc-10-30-3d was completed, 2marker which detached marker and echelon10 was in an inverted t shape. The detacher was used to detach, but could not detach. Repeated use of the instant detacher (i.d.) To detach still could not detach. The operator used the spare free detachment area and still could not detach. The second detach area was then used to manually detach, but it still could not detach. The spring coil was withdrawn, but fortunately it did not cause the previous spring coil to move and pop out. The physician attested to detached with the i.d 2 times. The physician did not try to detach with another i.d. There were 2 manual attempts at detachment via hypotube. There was no issue with the i.d. The reported device and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   Ancillary devices include a ev3 echelon10 microcatheter.

Manufacturer narrative:
Product analysis #705366089: ¿ as found condition: the axium coil was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened axium inner pouch. There was no microcatheter or instant detacher returned with the device. The axium coil was returned outside the introducer sheath. However, the introducer sheath was returned. ¿ damage location details: the pusher appeared to be separated on the proximal end with the release wire extending out; along with the ai, coupler tube, positive load indicator and break load indicator were missing and not returned. Therefore, any contributing factors could not be assessed. No bends or kinks were found with the axium pusher. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be present, and the implant coil was still attached to the pusher. The implant coil was found damaged and stretched. No other anomalies were observed. ¿ testing/analysis: as the pusher was not intact the axium coil could not be used with an in-house ID. ¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿non-detachment¿ was confirmed as the axium implant coil was returned still attached to the pusher. In this event, the damages found with the pusher (broken/missing) likely contributed to the event causing the implant coil to not detach. Damage to the implant coil and pusher can occur if the user advances the coil against resistance. However, the cause for the damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information was received. Before non-detachment, no other problems were discovered. Until it was detached, it couldn't be detached again and again, only to find that there was a problem. There was no pushwire damage observed after removal from the patient.